Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clear, white, or black particles was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during setup and preparation in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from november 10, 2021 - november 11, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR is being corrected to 06/15/2022 (previously reported as 06/28/2022). Should additional relevant information become available, a supplemental report will be submitted.